Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that there was an issue with the keypad. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with the complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2017 with the following findings: during investigation, the keypad cover was undamaged and all keypad buttons were responsive to user input. The keypad cover was opened to find no contaminants under the button contacts. The pump was opened to find no intermittent conditions on the keypad flex connector. The unresponsive keypad complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the grip pad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.